Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, h2, h3, h4, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: white residue in air/water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty scope connector. The most probable cause of the newly discovered failures could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope did not produce an image. The issue was found during pre-use inspection and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.